Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device incurred charge time out (cto) with the original device battery. When the device was powered using an external supply at 3.20v with 200mohm in series, the device did not incur a cto. The hybrid exhibited excessive current drain after it was removed from the device. Visual inspection revealed the hybrid was damaged and no longer functional. The analysis was stopped at this point. The damage occurred during hybrid removal from the device assembly. Pal results prior to damaging the hybrid were consistent with the device battery causing the device to charge inefficiently. Battery analysis found that no internal battery shorting occurred.complete and partial lithium (li)-severing was observed, leading to reduced anode surface area and consistent with the high ,internal battery impedance measured. Review of the save-to-disk data showed an excessive charge time event was logged after recommended replacement time (rrt) but before end of life (eol) and subsequent explant. The excessive charge time resulted from an increased battery resistance induced by li-severing.

Event description:
The device was returned to the manufacturer after being explanted due to battery depletion, and subsequently tested out of specification. No patient complications have been reported as a result of this event.